Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller stated that they have the hardest time keeping the recharger paddle over the implant, have to do contortions, and lay still otherwise the slightest little movement will cause the implant to move. Caller noted that it's a pain in the butt to charge the implant, so they don't charge it as often as they should. Caller mentioned that their implant is below their waist and their butt fat moves when they sit or move. Caller has been putting double stick tape on the inside of the belt to hold the paddle and hold it in place for awhile and that sometimes works. Caller stated it's been like this every since implant but lately they think it's been even more sensitive to where they can't get it to 100%. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.